Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscus repair, the second trocar of an ar-4500 was positioned to move through the meniscal and the suture was out of the implant. It was reported that this issue happened with a second ar-4500 as well. The surgeon completed the surgery using a third ar-4500. No adverse effect to patient reported.

Manufacturer narrative:
Complaint confirmed. Visual evaluation reveals that both implants were still assembled to the trocars, and the trocars were returned inserted in the cannula. The suture construct was returned damaged making implant #1 and #2 not connected. Upon removing both trocars, both were found to move through the cannula with no obstructions. The cause for this event is undetermined.